Event description:
Reporter indicated that vns patient's seizures are "worse than that normally have been". The patient reported that they were wrestling with family member, at which time he stepped patient's neck. The patient reports that they experienced a "real bad" seizure that evening and has since felt a shocking sensation at their neck every time they touches something. Additionally. The patient reports feeling like they have a sore throat and difficulty swallowing along with shortness of breath, fatigue indigestion, vomitting and nausea. The patient attempted to contact their neurologist, but he were on vacation. Investigation to date has been unable to determine whether the patient has experienced an increased in seizure activity above pre-vns baseline frequency. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Further follow-up revealed that the pt's device has been programmed to off. The pt indicated that she has "suffered from all of the side effects listed in the pt manual since implant". Surgeon reported that he does not feel comfortable removing the device because he has never done it before. The pt has been referred for device explant.